Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pre-procedure follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead had high pacing lead impedance and high capture threshold. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.